Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified a fracture on the liner. The outer surface of the head and inner surface of the cup showed signs of wear. Products covered in bio debris. No additional evaluation can be performed with the pictures provided. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: eccentric positioning of the femoral head is most commonly seen with there is pathology to the acetabular cup polyethylene lining. This can be related to polyethylene wear or polyethylene liner breakage reported event was confirmed by review of photographs provided. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog number:00620205022 lot number: 63816340 brand name: acetabular shell. Catalog number: 00877503602 lot number: 2921111 brand name: biolox head unknown stem. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-00729. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device not returned for evaluation.

Event description:
It was reported that the patient was revised due to implant fracture and wear approximately 3 years post implantation. Attempts have been made and additional information on the reported event is unavailable.